Event description:
It was reported that pump experienced malfunction with a displayed malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully reset device without recurrence of malfunction code, and customer was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.